Manufacturer narrative:
An allergy to retainer or aligner plastic would likely occur in the mouth under the area the appliance covers due to the close proximity of the plastic to the tissue. However, this reaction occurred on the lips, causing enlargement and redness of the lips and blood shot eyes. Thus, it is not possible to fully determine if the plastic in question caused the alleged reaction; however, the event as described points to a possible contributory effect. While it is unknown if the material used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient developed swelling and sores of the lips and bloodshot eyes during the use of an appliance fashioned using essix ace plastic material. The condition reportedly improved after use of the appliance was discontinued, though a blister was still present after one week; the only treatment was benadryl.